Manufacturer narrative:
Device manufacturing date is dependent on lot number/serial number, therefore, unavailable. On (B)(6) 2016 return requested for suspect solera 4.75 standard driver. No parts have been received by manufacturer for analysis. No parts were replaced. No further issues have been reported. Part not received by manufacturer.

Event description:
A medtronic representative reported that, while in a spine procedure, and during screw placement, the tip of the site's standard driver broke off into the screw head. Switched to a reduction driver to continue the procedure. No further details regarding this issue, or specifically how the damage occurred, were provided. The surgeon completed the procedure with the use of the navigation system. Delay in therapy was less than 2 minutes. There was no impact on patient outcome.

Manufacturer narrative:
Correction: per further regulatory review, it was determined that the manufacturer of record for the reported device related to this MDR was medtronic sofamor danek USA, inc. (Msb). Msb was notified of this reported event.